Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient had been presented back to the electrophysiology (ep) laboratory for system explant on (B)(6) 2015 due to non-product experience related issues. The chronic device and lead system had been implanted in 2013. The local representative was contacted and reported that the patient had been admitted into the hospital due to severe sepsis. The local representative confirmed that the root cause of the patient's sepsis was attributed to a severe dental infection. At the time of the patient's hospitalization, the patient was being treated for the infection. Prior to removal of the device and lead system, all of the patient's teeth were extracted. There were no allegations against the implanted device and lead system. A model# 4137 right ventricular (rv) lead was implanted and connected externally to model # k062 for bradycardia pacing support. The explanted device and lead system were sent for cultures and will not be returned to boston scientific. Subsequently, boston scientific received information in (B)(6) 2015 that this patient died approximately one week following the explant procedure. The cause of death was reported as septic shock associated with a severe dental infection. There were no reported allegations that the explant procedure or temporary implant procedure caused or contributed to the patient's death.